Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided that the patient experienced hyperemia and inflammation.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A healthcare worker reported endophthalmitis one week following an intraocular lens (iol) implant procedure. Additional information was received that the doctor has diagnosed this event as uveitis. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Information was provided that the symptoms resolved with treatment.